Event description:
The physician at hospital achieved arteriotomy closure with the closer s 6 fr. Device after an interventional procedure performed on may 2002. The patient was discharged on may, 2002. On may 2002, the patient presented to the emergency room with a "fever and inflammation of the puncture site." It was reported that the patient was readmitted to the hospital on may 2002. A blood culture was positive for methicillin resistant staphylococcus aureus. The patient was treated with an unspecified antibiotc, which was reported to "heal the inflammation". The patient remained hospitalized. On june 2002 it was reported that there was bleeding and inflammation of the puncture site. An ultrasound confirmed an "inflammatory hematoma". The patient was treated with an unspecified antibiotic. The patient went to surgery on june 2002 for removal of the two "perclose knots" acquired from two separate procedures, and for repair of the artery. It was discovered during surgery that the two "perclose knots" were intertwined together. Also, a pseudoaneurysm was discovered distal to the "perclose knots" and was surgically repaired. It was reported the patient recovered and was discharged at the end of july. There are no reports of further adverse patient sequelae.